Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 surgical table and found the power supply to be damaged. The technician made the necessary repairs, tested the table, confirmed to be operational and returned it to service. The table was manufactured in 2010 making it approximately 12 years old at the time of the reported event. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported the table was emitting smoke at the end of a procedure after the patient had been transferred to a gurney. No report of injury or procedure delay.